Event description:
Reporter alleged the lancet device needle will not fully retract and protrudes outside the dial cap after use. It was not provided whether any actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.